Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) was able to confirm/reproduce the reported complaint. The instrument was found to have a broken tube extension at the distal end. A broken piece was not returned, measuring roughly 0.172¿ x 0.170¿ in size. The root cause of broken instrument tube extension is typically attributed to mishandling. Additional observations not reported by the site were also identified: the instrument was found to have a dislodged proximal clevis. The proximal clevis was found to be completely detached from the rest of the instrument. The proximal clevis was found to have mechanical indentations. Root cause of this failure is attributed to mishandling. The instrument was found to have a broken pitch cable at the proximal clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The instrument was found to have a broken conductor wire at the proximal clevis. The instrument failed the electrical continuity test. No signs of thermal damage were observed. Root cause of this failure is attributed to a component failure. The instrument tube extension exhibited signs of scratch marks/abrasion. Tube extension scratch marks measured roughly 0.040" x 0.294¿. The root cause of scratch marks /abrasions instrument tube extension is typically attributed to the user, such as excessive contact with abrasive or hard surfaces during transport or reprocessing, or during tip cover installation/removal. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.092¿ - 0.172* in length and were not aligned with the tube axis. The root cause of scratch marks /abrasions instrument main tube is typically attributed to mishandling. A review of the instrument log of the monopolar curved scissors (part # 470179-19/ lot # n10210111-0475) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2021 on system (B)(4). The alleged event occurred on the 1st use of the instrument. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event were available for review. Based on the information provided at this time, this complaint is being reported because failure analysis found a broken conductor wire at the proximal clevis on the monopolar curved scissors instrument which could result in tissue damage due to energy exposure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the 8mm monopolar curved scissors were bent and the instrument could not be removed. The customer contacted technical support which recommended that the instrument release kit be used to remove the instrument. The instrument was successfully removed, however, the tip broke upon removal. The tip was retrieved and inspected to ensure all part are retrieved. The procedure was completed. Intuitive surgical, inc. (Isi) contacted the robotics coordinator and obtained the following additional information about the complaint: she said a fragment did fall into the patient and was retrieved. They did not need to perform any post-operative tests since the fragment was easy to find. They discarded the fragment and it will not be returned back to isi. She doesn't know what caused the instrument to break. There has been no reports of injury to the patient post-procedure.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1. B1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.